Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal left anterior descending artery (lad) and pre-dilated restenosed proximal circumflex with two xience v stents. In 2009, the pt experienced exertional angina. At about 3 days later, angiogram results revealed 95% in-stent restenosis within the proximal lad and proximal circumflex. The proximal lad was treated with cutting balloon angioplasty only, and the proximal circumflex was treated with cutting balloon angioplasty and placement of a company's drug eluting stent. The pt was discharged home the following day. There is no additional event or pt information available.

Manufacturer narrative:
Manufacturer report number 2024168-2009-01106 and should not have been reported under this MFR#. Angina and restenosis as listed in the IFU are known adverse events associated with stenting. Additionally, angina, restenosis, and hospitalization are listed in risk assessment and are not necessarily an indication of a product quality deficiency. It is possible that the angina is a secondary effect of the restenosis, which was treated with cutting balloon angioplasty, placement of another des, and hospitalization. Reportedly, the 3.0 x 12 mm xience v was placed in the restenosed cx, which is considered off label use.